Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose was unknown. The customer stated that they were able to clear the alarm. Customer not able to complete rewind. The device will be return for analysis.

Manufacturer narrative:
Device alarmed external flash crc error during self test, problem isolated to mother board.